Event description:
The customer, a biomed, contacted physio-control to report that their device would not discharge during a defibrillation output test. Further testing indicated that the shock button did not appear to be responsive. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control provided the biomed with technical troubleshooting assistance and recommended that the biomed test the keypad further and complete a performance inspection procedure (pip). After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Further follow up with the customer found that the biomed replaced the large keypad assembly to resolve the device issue. The removed keypad was not returned to physio-control for analysis.